Event description:
It was reported that patient blood pressure suddenly dropped during surgery in which bone cement has been used. Patient was given continuous noradrenaline injection. On the next day there was another blood pressure drop and patient died. According to hospital staff the bone cement is considered to be a major possibility regarding the cause of death, but the cement cannot be defined as the sole cause of death, as the patient's physical condition and anesthesia management may also have been factors. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign- japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Visual device evaluation could not be performed. An iso-setting test has been performed. A retain sample of batch ay46bf1506 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40%). No unusual cement paste temperature and hardening time has been noticed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the raw material certificate shows no non conformity or deviation. This device is used for treatment. Medical records were not provided; therefore, they could not be reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.